Manufacturer narrative:
Follow-up #1 date of submission 12/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2015 with the following findings: during investigation, moisture was found in the battery compartment. The pump passed a leak test. The pump cover was opened and no further moisture was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.